Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer was vomiting. It was indicated that the md believes that the customer may not have bolused enough. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The family member was advised that the pump is operating as designed.